Event description:
The tfn blade came out of the femoral head; the patient reportedly is not in any pain. It is not known if an explant or revision will occur. This is two of two reports for the same event.

Manufacturer narrative:
Device has not been explanted. Device history record review has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.